Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of auto mode switch due to far r wave oversensing were observed on the egms. Programming changes were made, and no further oversensing was seen. There were no adverse health consequences to the patient.